Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d5, e1 (initial reporter, event site email), e2, e3, e4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. Corrected fields: medical device ¿ problem code. A getinge field service engineer (fse) found an issue with the fiber optics module. While performing the fiber optics test the module would not produce any wave forms. Signal count and signal level were out of specifications. Cleaning the fiber optic light source did not resolve the issue. Replaced the fiber optics module. After replacement, retest and verified that fiber optics values and signals. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer.

Event description:
It was reported that during repair work by getinge fse, the cs300 intra aortic balloon pump (iabp) fiber optics test would not pass specifications. Patient not involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h6 (investigation conclusion), h11. It was reported that during repair work order (B)(4) the cs300 intra aortic balloon pump (iabp) fiber optics test would not pass specifications. Patient not involved and no harm reported. A getinge field service engineer (fse) found an issue with the fiber optics module. While performing the fiber optics test the module would not produce any wave forms. Signal count and signal level were out of specifications. Cleaning the fiber optic light source did not resolve the issue. Replaced the fiber optics module. After replacement, retest and verified that fiber optics values and signals. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer. The failure analysis and testing dept. Received part fiber optic module serial number (B)(6) fiso with a reported unit failure of fiber optics test would not pass specifications. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part fiber optic module serial number (B)(6) fiso into the cs300 test fixture serial number (B)(6) and tested the fiber optic module to factory specifications per the cs300 service manual part. The fat dept. Performed the fiber optic test. The fat dept. Did not observe the low- level blood pressure loop back waveform or the fiso direct signal waveforms (two sawtooth waveforms). The fiber optic module failed testing. The fat dept. Replicated the complaint of fiber optics test would not pass specifications. Probable cause of the failure is component failure. Retaining the fiber optic module in the fat dept. Per procedure number.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) would not pass the fiber optics test specifications. No harm reported.